Event description:
Additional information was received. It was reported that there were no unused spins. The rt did not know what the message said. It went off screen as soon as the button was released.

Manufacturer narrative:
H2: additional patient information was provided. Please see a1. Additional information regarding event details was provided. Please see b5. Aro analysis was performed. It was determined there was an accidental radiation occurrence due to navigational system communication issues. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was due to workflow technique or error. The system had full hard drive, archived images were deleted to free hard drive spaces, and there was also a record of lost connection to navigation and the user acknowledged the will be non-navigated. Estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Number of people exposed: 1 - patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. It was found that there are 427 patients saved to system. The rep advised the site to delete some patients to free up hd space and perform a defrag afterwards. The rep also had them replace the ethernet cable. The system performed as intended after this checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during the register task the second shift radiology technician (rt) was getting an error message during the first scan. The rt ran an additional scan without any issues. It was noted that the imaging system did freeze and the rt performed a hard restart and proceeded without issue. There was a less than hour surgical delay and no impact on patient outcome.